Manufacturer narrative:
The revision reported may have been the result of polyethylene wear, instability, osteolysis, loosening, and bone fracture. Loosening may have been the result of osteolysis, patient-related conditions, and/or insufficient bonds between the implants and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The bone fracture may have resulted secondary to the reported osteolysis, but this cannot be confirmed. The extent and root cause of the reported polyethylene wear, osteolysis, loosening, instability, and bone fracture could not be determined as the explanted devices were not returned for evaluation, and radiographs and photographs were not provided.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, patellar loosening, tibial loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2011 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 12 years and 2 months after initial implant. There is no specific device information provided. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Serial # not confirmed. (B)(6) 02-012-35-4011 - logic tibia ps mod insrt. ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. (B)(6) 02-012-35-4011 - logic tibia ps mod insrt ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh.